Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant procedure. During insertion of the right ventricular lead an insulation anomaly was observed whereby the lead body was infiltrated with blood. No electrical anomalies were observed but there were concerns about the lead integrity. The lead was exchanged. The patient was stable.